Event description:
Customer reported when the nurse call cable is inserted into the alarm it does not hold a tight fit. Customer reported there is no visible damage to the port. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation results: eval of the returned unit confirmed the customer's reported issue. The nurse call cable fits loose inside the receptacle and the receptacle also moves as the nurse call cable is wiggled. The nurse call light turns off intermittently when weight is off the sensor and the nurse call cable is wiggled. The unit passes all other functional tests. (B)(4).